Event description:
ICD lead had increased in pacing threshold in 3/21/02 follow-up. Next follow-up - non capture. Pt was taken to o.r. The next month to test the device. The lead was found not to be working at all. Attempts were made to implant a new wire without success. A week later pt underwent a left thoracotomy for placement of an epicardial lead.